Manufacturer narrative:
Patient identifier: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/0.5/087 (sphere/cylinder/axis) tore during loading after opening the vial. The lens was not implanted. Cause of the event was the device. Reportedly, "a small scratch/crack was noted on the lens under microscope when attempted to load the lens into the cartridge." On (B)(6) 2021, the replacement lens was implanted and the problem was resolved. Status of the eye is reported as, "anterior chamber cell/pigments 1+."

Manufacturer narrative:
Corrected data: h6-medical device problem code: 1494 off-label use (acd<3.0mm) should be removed. Claim# (B)(4).